Event description:
A report was received that the patient was not able to move his legs the day after he was implanted. The patient also experienced a non-device related subdural hematoma. The physician believes that the event may have been procedure related and was not device related. The patient underwent an explant procedure and is reportedly doing well and is able to walk.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50 serial/lot # (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.